Event description:
While reviewing the programming history, it was found that a systems diagnostics test of the vns system had occurred that altered the patient's programmed settings. All of the settings were changed back to the original settings prior to the patient leaving the physician's office except the off time. When the patient came back to the office on (B)(6) 2010, the programmed settings had been increased and the off times had been corrected. No adverse events have been reported.